Event description:
Case was scheduled for a laser lithotripsy, upon plugging in laser fibers and trying to operate, machine foot pedal was not working resulting in the surgeon not being able to use the laser for the case. Case was converted to a ureteral stent insertion. Manufacturer response for holmium laser foot pedal, lumenis (per site reporter). Replaced foot pedal.